Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was implanted and explanted in 2008 due to an unk reason. No other details were provided. No letter required replacement sent.